Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Missing shell assessed, as inconclusive. And more of three openings observed, on posterior side assessed, as surgical damage. Cyst -ndr: not applicable, as the event is not related to the device. Additional observations: creases were observed.

Event description:
Physician reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Physician reported right side rupture. Device has been explanted.